Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up in (B)(6) it was noted that shock impedance measurements were zero. An interrogation was sent for review to boston scientific technical services (ts). No adverse patient effects were reported. The device and lead remain implanted. A review by ts confirmed that there has been exactly one out of range shock impedance measurement a value of zero ohms, while all other values and pacing impedance measurements were normal. Noise was not present. Ts discussed that a value of exactly 0 ohms for a shock impedance measurement is unlikely to be a true impedance measurement. Ts also noted that in several cases the 0 ohm shock impedance measurement has been traced back to the influence of some form of external emi. Ts discussed to inquire from the patient if they use any sort of external electrical equipment directly on their body on either the chest or upper back/neck area. Ts noted that given that only one 0 ohm measurement and several in range measurements after the 0 ohm measurement, continued follow up to monitor as this measurement was likely not valid was recommended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was noted that the root cause of the zero shock value was not determine and normal follow up were planned.